Event description:
Customer reported via phone call to have received a button error alarm during battery change. Customer's blood glucose was 220 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.